Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a battery change and a right atrial lead replacement. Since the implant, the lead exhibited noise which led to automatic mode switching episodes. The lead had increased impedance; however, it was within range. The lead was capped and replaced on (B)(6) 2018. The patient was stable after the procedure.